Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's current blood glucose is unknown and customer's blood glucose while hospitalized was 316 mg/dl, customer's blood glucose at the time of incident was 316 mg/dl. The date at that day customer was hospitalized was (B)(6) 2017. The cause of hospitalization was high blood glucose. The customer had symptoms due to high blood glucose was nausea throat burned , headache. The document outcome of the hospitalization was intravenous insulin intravenous drip. The customer was wearing the insulin pump during the hospitalization. It also reported that the customer was wearing off pump was full 24hours. The customer was reported that the drive support cap was normal. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.